Event description:
The following event was reported by the patient's mother. Her daughter received a 5mm amplatzer septal occluder on (B)(6) 2006, as part of a fontan procedure. About three weeks after the implant, blinding migraines were reported. The patient was medically treated for migraines post procedure and continues to take migraine medicine. This event is being reported since further medical intervention was performed to alleviate the migraine symptoms. Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. No further information is expected to be received regarding this event.